Event description:
Dr (B)(6) reports patient - a status post left total hip replacement done (B)(6) 2011 has had multiple posterior dislocations and he would like to change the liner. Dr (B)(6) performed the revision through the posterior approach. During the surgical procedure he decided he wanted to remove the stem in which he did using flexible osteotomes and an extractor. Upon removing the stem, he proceeded to implant a zimmer zmr stem. He exchanged the liner and proceeded trial the construct. Once satisfied he then impacted a new zimmer bio lox head. The surgical site was then closed.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case, additional information including operative reports, progress notes and x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Dr (B)(6). Reports patient - a status post left total hip replacement done (B)(6) 2011 has had multiple posterior dislocations and he would like to change the liner. Dr (B)(6). Performed the revision through the posterior approach. During the surgical procedure he decided he wanted to remove the stem in which he did using flexible osteotomes and an extractor. Upon removing the stem he proceeded to implant a zimmer zmr stem. He exchanged the liner and proceeded trial the construct. Once satisfied he then impacted a new zimmer bio lox head. The surgical site was then closed.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Sent to pathology per or protocol.